Event description:
Acetabular cup dislocated. Implanted in patient at least 10 years ago.

Manufacturer narrative:
Parts were not returned and, at the date of this report, (B)(6) was not able to obtain the part number of lot number of the device.